Event description:
Boston scientific received information that loss of capture, and an out of range impedance measurement was noted on the right ventricular channel. A possible fracture on the competitor right ventricular lead was suspected as well as a possible connection issue of the lead and this pulse generator (pg). At this time the device was reprogrammed and a revision has been scheduled. Subsequently a revision took place the setscrew was loosened and the terminal pin of the competitor right ventricular lead was re-inserted and the setscrew was re-tightened. No anomalies were noted upon competing the procedure. No adverse patient effects were reported.

Event description:
--

Event description:
Subsequently, a replacement procedure was performed. This device was removed and returned for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. Visual inspection noted all seal plugs were intact and all setscrews moved freely. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. He device was put through and passed a series of automated diagnostic testing that verifies the performance of pacing, sensing, and recording functions of the device commensurate with battery voltage. The device met specification and laboratory analysis could not confirm the clinical observations noted in the field.